Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" the plunger was difficult to move and aspiration could not occur. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer's verbatim report is that the stopper was not moved and the drug solution could not be aspirated.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 17-apr-2023. H6: investigation summary: customer returned one syringe inside a clear zipper bag. The customer's verbatim report is that the stopper was not moved, and the drug solution could not be aspirated. The syringe was visually inspected and was found that the stopper is disconnected from the plunger road. A review of the device history record was completed for batch # 2052357 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. There were no quality notifications or dispatches that pertained to the complaint; therefore, no root cause can be determined. H3 other text : see h10.

Event description:
It was reported while using bd ultra-fine¿ 3/10ml insulin syringe 29g x 1/2" the plunger was difficult to move and aspiration could not occur. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: the customer's verbatim report is that the stopper was not moved and the drug solution could not be aspirated.